Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient claims the lens has 'shifted position'. The patient is experiencing blurry and distorted vision in her eye. Additional information was requested.

Manufacturer narrative:
Corrected information provided in d.2. D.4., and h.3. Additional information provided in g.1. And g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Patient had repositioning procedure and is now seeing 20/25. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient experienced a secondary procedure to reposition the lens.